Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip and pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was unable to straighten; the plastic body and metal end are offset. Extract the forceps by removing the robot arm and the trocar. Change the trocar and forceps. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no need to increase the port incision, and no material was missing or fell into the patient. It's unclear if there was a collision with other instruments. The issue was resolved by replacing the instrument, which has already been sent back to isi. No images or video are available for review.